Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm artery aneurysm. It was reported that the patient returned for follow-up. Prior to the stent graft procedure, the renal artery had stenosis present. The endurant stent graft was implanted just below the renal artery in usual manner. The device was unintentionally implanted slightly covering the renal artery. Post index procedure follow up CT revealed that there was thrombosis in the left renal artery and decrease in blood flow. Although there were no significant issues in the patient¿s renal function in relation to the renal artery stenosis, the physician elected to perform an intervention using another manufacturer¿s aortic cuff as a precautionary measure. However, the device was unable to reach the aneurysm from a left brachial approach, a right leg cut down approach, or through a combination of right leg and left arm snare technique. During the procedure, blood flow into the renal artery was barely observable by angiography. The physician decided to abort the procedure due to concern of risking the patient¿s right renal function. Since there has been no significant decrease in renal function, no additional intervention is planned. Per the physician, the cause of the event could not be determined. However, it may be related to the patient¿s pre-existing condition of stenosis in the left renal artery. Per the physician, it was noted that parallax occurred at the final angiography of the index procedure but because blood flow was confirmed, it was not originally determined to be a serious issue. No additional clinical sequelae were reported and the patient will be monitored by the physician.